Event description:
There was an allegation of questionable creatinine results from the cobas 6000 c501 module. The specific results could not be provided but the customer alleged the difference was greater than 30%. The questionable results were not reported outside of the laboratory. The reagent lot numbers were 620984 and 591167. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer changed the gear pump, washing station, syringe valves, heat cut filter, cuvettes, lamp, and degasser tank. He checked and adjusted the main pump, gear pump, cell rinse, acid wash and water, syringes of the reagent and sample probes. He ran an instrument check and a precision check and the results were satisfactory. The investigation determined the service actions resolved the issue.